Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: axial to centrifugal continuous flow lvad pump exchange using minimally invasive technique. Innovations (phila). 2017 nov/dec;12(6):496-498. Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a left ventricular assist device (vad) pump exchange using minimally invasive technique. The patient was readmitted three months after a vad exchange with a spontaneous intracranial bleed. The patient underwent emergent craniotomy but progressed to brain death. There was no evidence of mycotic aneurysm. The status/location of the vad is unknown.